Manufacturer narrative:
Country of origin: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) who reported a patient implanted with a deep brain stimulator (dbs) committed suicide and died. It was noted the patient had previously attempted suicide, but the physician didn¿t know about this until after the patient died. There was no additional information available about this patient or the circumstances surrounding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.